Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Consumer reported complaint for "hi" blood glucose test results. The expected non-fasting blood glucose test result range is 290 to 325 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking insulin to manage diabetes. The product is stored properly. The test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is (B)(6) 2015. The meter memory recalled for non-fasting test results performed: (B)(6). Adverse event not reported.